Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device won´t be returned to melsungen for evaluation.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination (history log files): the provided history log files were analyzed. According to the history log files a flow deviation was not comprehensible. No specific conclusion can be made.